Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm and blank display. The customer's blood glucose was 132 mg/dl. The troubleshooting was performed for the blank display. The customer was advised to remove the battery and insert new battery, after inserting new battery there was stuck button alarm. The troubleshooting was performed for the stuck button alarm. The customer was advised that the insulin pump will need to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen. After further examination of the unit¿s interior, electrical board 1 shows signs of previous moisture presence and corrosion around the keypad connector. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the critical pump error. Did not note any cracks in the case. In addition to this, the reservoir retainer ring is solidly attached to the reservoir tube lip.